Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to corrosion on plug unit, image noise occurs. However, the most probable cause deposition of foreign objects in channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in air water channel and cylinder and displayed noisy image. There was no patient involvement.